Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this device was not functioning for years and patient requested for removal during a heart surgery. Hence, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this device was not functioning for years and patient requested for removal during a heart surgery. Hence, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis did not confirm allegation with the device. Moreover, external visual inspection noted the case is swollen that indicates the battery was swollen which is normal for a depleted battery. The device was implanted for 17.3 years or 260 percent of the expected lifetime to elective replacement indicator (eri). It is expected that the device would not be functioning at this point due to normal battery depletion. Furthermore, no problem detected was based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this device was not functioning for years and patient requested for removal during a heart surgery. Hence, the device was explanted. No additional adverse patient effects were reported.